Event description:
Date notified: (B)(6) 2011. A model 305 portable aspirator (sn (B)(4)) failed to operate. An insp of the device revealed a defective circuit breaker. The circuit breaker was replaced, the device was tested to specs and returned to the customer. No death or injury resulted from the device malfunction.